Event description:
This notification is being reviewed due to a user of a dreamstation auto CPAP device with an allegation of error code present. There was no serious patient harm or injury. There was no medical intervention reported. The device was returned to a third-party service center for evaluation. During evaluation, foam particles were observed within the device assembly. Error code 4 (indicating an issue with the device cpu) was found in the device log history. The device was scrapped.